Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to the company representative that the ophthalmic surgeon was experiencing leaking valved trocars during multiple vitrectomy procedures for the past several weeks. The procedures were completed without replacing the product and there was no reported harm to the patients. The product samples were not retained. No further information is expected. This is the third of three reports.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, a device history record review for each of the 23 ga valve entry lots was conducted; no anomalies were found. The product was released based on manufacturer's acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicated that this is the fifth complaint received against the components of the reported final lot. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).